Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as "poor handling by the patient". The patient was not hospitalized for the event. On an unreported date the patient was treated with unspecified intraperitoneal antibiotic for the event. At the time of this report, the patient was recovering from peritonitis and pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.